Manufacturer narrative:
Additional suspect medical device components involved in the event: product family:sc-2218-70, upn:model:m365sc2218700, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing pocket pain and inadequate stimulation. It was also reported that fluid surrounding ipg was noted around the ipg pocket. The physician provided hydrocodone and lidocaine patches. The patient underwent an explant procedure. The explanted product will not be returned.